Event description:
The customer reported fluid leaked from the reagent syringe 3-way valve involving the unicel dxc 800 synchron system. The customer indicated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves, and protective eyewear at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter hotline personnel assisted the customer with troubleshooting over the phone and advised the customer to replace the reagent syringe 3-way valve. The customer replaced the 3-way valve and no further leaks were observed. The customer also reported obtaining reagent syringe motion errors but the issue was resolved by the customer through routine troubleshooting. Failure mode of the leak is attributed to the 3-way valve and the customer replaced the valve to resolve the issue. Beckman coulter internal identifier for this report is (B)(4).